Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on the radius. The device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on the radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on radius assessed as a surgical impact opening.

Event description:
Pharmacist reported right side pain and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported pain and rupture discovered by MRI and mammogram. Right side. Device explanted and replaced.